Manufacturer narrative:
Upon completion of the investigation into this event a follow up report will be submitted.

Event description:
It was reported by customer, that during use, the intra-aortic balloon (iab) had potentially ruptured overnight, ¿catheter restriction alarm¿ was present and blood was observed in the helium line. Iab was removed percutaneously at the bedside. There was no patient harm reported.